Manufacturer narrative:
Additional: it has since been reported that the patient experienced infection and was subsequently administered antibiotics (date and type not reported). This report is submitted on may 9, 2019.

Manufacturer narrative:
This report is submitted on march 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced wound breakdown and is being clinically managed by the health care provider.